Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) expired. It was reported that the patient was in an argument at the time. The local sales representative interrogated the device at the coroner's office and technical services reviewed the episodes. A smart pass disabled episode occurred at 9:11 am for true asystole. Treated episodes 2, 3, and 4 all showed a rhythmic pattern with double counting, which could have been cardiopulmonary resuscitation (CPR) compressions as they did not appear to be a fast rhythm. It was suspected to be asystole with compressions. The oversensing resulted in the delivery of one inappropriate shock in each episode. There were no allegations against the device function, the coroner was only seeking timestamps for the patient's death. The inappropriate shock therapy had no impact on this patient and the device did not contribute to the patient's death. The device was not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) expired. It was reported that the patient was in an argument at the time. The local sales representative interrogated the device at the coroner's office and technical services reviewed the episodes. A smart pass disabled episode occurred at 9:11 am for true asystole. Treated episodes 2, 3, and 4 all showed a rhythmic pattern with double counting, which could have been cardiopulmonary resuscitation (CPR) compressions as they did not appear to be a fast rhythm. It was suspected to be asystole with compressions. The oversensing resulted in the delivery of one inappropriate shock in each episode. There were no allegations against the device function, the coroner was only seeking timestamps for the patient's death. The inappropriate shock therapy had no impact on this patient and the device did not contribute to the patient's death. The device was not expected to be returned.